Event description:
Pt was implanted with the tfn construct on an unk date. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. Surgeon revised pt to a hip hemiarthroplasty. The tfn was a provisional treatment. This is the 3rd report of 3.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.